Event description:
Per the clinic, the internal magnet was removed on (B)(6) 2023 under general anesthesia due to feedback issue.

Manufacturer narrative:
This report is submitted on february 24, 2023.